Manufacturer narrative:
On november 16, 2021, mentor became aware that the complaint device are not mentor product as non-mentor device was received. Codes have been updated under section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implants textured and experienced right side breast implant deflation postoperatively diagnosed after physical exam. As a result, the device was explanted, and replaced on (B)(6) 2021. According to the information received, the patient underwent bilateral replacement surgery.